Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with failure code f-63 was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be low lithium battery voltage. The lithium battery was replaced to correct this condition. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a flo-gard infusion pump with failure code f-63. This condition was found during programming/setup of the device but it was not known in which care area. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.